Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(6) 2013 and was analyzed. Visual inspection of the battery shows no damage. Reported problem was confirmed. Readings from the nimh battery tester on receipt indicates that battery s/n (B)(4) has a remaining capacity of 1463v and power 881 w. This battery also shows that it had been tested cycled 38 times. When battery was inserted into the autopulse device, it exhibited 4 bars and a green led. Battery s/n (B)(4) was tested with a manikin for 345 mins until the "low battery/replace battery" message was displayed. Readings from the nimh battery tester after test in ap charger indicated that battery with s/n (B)(4) had a remaining capacity of 1572v and a power of 1236 w and 39 test cycles. Although the battery passed in the battery charger it failed the criteria for a pass in the nimh battery tester, therefore battery was scrapped as it is no longer fit for clinical use. Nimh battery s/n (B)(4) MFR report number 3003793491-2013-00431. Nimh battery s/n (B)(4) MFR report number 3003793491-2013-00432. Nimh battery s/n (B)(4) MFR report number 3003793491-2013-00433.

Event description:
It was reported that 3 batteries only gave a few compressions before the autopulse platform displayed "low battery/replace battery" message. Batteries were used on a large patient that required thrombolysis. Additional information was received, indicating that when actively not using these batteries they were stored in the nimh (cadex charger). Customer confirmed that 3 to 4 battery rotations were being performed. It was not reported if the battery leds were flashing. The outcome of the patient has not yet been disclosed. Manual CPR was initiated. No additional details were provided.